Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a procedure, the device was set aside with no case information or contact for additional information. A note stated "defective and that it locked up". There is no other information available. There was no adverse consequence to the patient.